Manufacturer narrative:
This event occurred between july 30, 2022 ¿ september 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the ports of twenty-seven (27) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 26, 2021 ¿ october 27, 2021. H10: twenty-seven (27) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed and a loose, white, polymeric appearing particle, morphologically consistent with fill port material was observed in the fill port interior wall of 3 samples only. The reported condition was verified in 3 samples; however, not verified in the remaining 24 samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.